Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 5031462. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Customer response received on 09-oct-25. Did not affect the patient's treatment, has been given the relevant treatment.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
On (B)(6) 2025, the patient was admitted for abdominal pain. On (B)(6) intravenous therapy was administered per medical orders. During treatment using a needle-free closed-system infusion connector with a diaphragm, leakage from the diaphragm was detected, rendering it unusable. The device was immediately discontinued and replaced with a new needle-free closed-system infusion connector with a diaphragm. Following replacement, the patient completed treatment without incident. This adverse event resulted in a delay in the patient's intravenous therapy.